Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss: failed to osseointegrate. (B)(4). Dr banghart at affiliated oms has a failed implant and heal design abutment that he would like to make a warranty claim.